Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. It was reported that the patient's site had become infected and was itchy, possibly causing the patient to scratch the sensors off. Patient also complained of the dexcom hurting him. On (B)(6) 2016, a doctor was consulted about the patient's skin irritations. Patient's mother was advised to use skin-preparation and a steroid inhaler. Date of consultation is an approximation. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) date of event - correction/additional, describe event or problem - correction, initial reporter information - correction, health professional - correction, occupation - correction, if follow-up, what type?: correction/additional information.

Event description:
Subsequent to the initial MDR, additional information was received from the patients mother on 11/18/2016. Dexcom was made aware on 10/19/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. It was reported that the patients is doing fine. No additional event or patient information is available.